Event description:
It was reported by the customer that a pyxis anesthesia es system station was not communicating with the health sight viewer. The customer reported that the user was unable to view their patients on the cabinet. There was no delay in the medication dispensing, as the user had created a temporary patient to acquire the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station not communicating on health sight viewer. A technical support specialist provided network information for hit to resolve the issue. The system functioned as intended after troubleshooting.